Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device powered on but issued a 10 beep watchdog alarm which causes the screen to go dark and measurements can not be taken. The device remained on without powering off. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device only stays on for a couple of minutes before turning off. No consequences or impact to patient were reported.

Event description:
The customer reported the device only stays on for a couple of minutes before turning off. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.